Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent overnight low glucose readings on the cgm, including a sensor ¿low,¿ and managed each episode with oral glucose such as juice, glucose tablets, or candy; the user inquired about a factory reset and adjusting cgm targets, and was advised to consult a healthcare professional for pump setting recommendations. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.